Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.